Event description:
It was reported that "positive blood leaks" occurred during hemodialysis therapy with two (2) units of theranova 400, as a "blood in dialysate alarm" occurred. Additionally reported was that "blood leaks have occurred on several different machines". There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.